Event description:
The report stated that the ligasure atlas was in use during a sigmoidectomy when a thread or cable began showing on the device. A visual examination of the returned device in 2008, found that one of the wires that lead to the jaws of the device has bare metal wire showing through the insulation.

Manufacturer narrative:
Date of initial report: the incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.